Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that the patient¿s ins reached overdischarge. The ins was not responsive when attempting to interrogate with the clinician¿s programmer. The issue was discovered during a normal evaluation on the day of this report. The device reached overdischarge due to non-compliance. The patient lives in a care facility and an employee of the facility was the one charging the ins, but when the employee left, they neglected to charge the ins for the patient. It was noted the physician sent the facility information about the need to charge the device. A power on reset (por) message was seen during the physician mode recharge and eight coupling bars were achieved. The rep reported seeing ¿ins is discharged¿ on the screen when interrogating with the programmer. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative indicating the problem had been resolved and the battery was working and was able to be fully charged. No symptoms or further complications were reported as a result of this event.